Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the needle bellows were not draining and that bloody fluid had leaked into the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe), consisting of a lab coat, goggles and gloves. There was no exposure to mucous membranes or open wounds. No one sought medical attention and patient results were not affected. There were no reports of death, injury or affect to patient treatment. The field service engineer (fse) inspected the instrument and replaced check valve cv47b, which was clogged and causing the needle bellows to not drain, resulting in an overflow. The fse then verified instrument operation to ensure that the services performed effectively resolved the instrument issue. The root cause was a clogged check valve, cv47b.